Manufacturer narrative:
Hamilton medical ag comes to the conclusion: the mainboard has been identified to be the faulty component. Replacement of the defective component.

Event description:
The following was reported to hamilton medical ag: summary: customer reported failed communication with vent after performing esd testing. Found tfs in log file from last time vent was in use.